Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had display anomaly. Customer's blood glucose reading was 107 mg/dl. The insulin pump screen was flashing and was white while riding a bike. The incident happened while pressing the act button in the morning. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.